Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/29/2017. Retain product was tested and functioning according to specification. Return product was not returned for investigation. Investigation: a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium (na) on an (B)(6) male patient. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. Date: (B)(6) 2017, collect/test: 1100 / 1103 , method: I-stat , na: 165; date: (B)(6) 2017, collect/test: 1500 / 1500 , method: lab , na: 135. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).